Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure (batch no. R1314801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under go confirmation test". The patient's medical history included anemia in 2007, polycystic ovaries, lumbago, depression, hypertriglyceridemia, anxiety, low back pain, multigravida, polycystic ovary, hirsutism, dysmenorrhea, fatigue, obesity, lumbago and hypertriglyceridaemia. Previously administered products included for an unreported indication: metformin hcl, depo-provera, spironolactone, venlafaxine hcl and. Concomitant products included bupivacaine (marcaine), hyoscine (transderm), levonorgestrel (mirena), lidocaine (xylocaine), naproxen and povidone-iodine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), depression ("psychological or psychiatric problems condition: depression / anxiety"), anxiety ("psychological or psychiatric problems condition: depression / anxiety"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), joint swelling ("swollen ankles & legs"), peripheral swelling ("swollen ankles & legs"), alopecia ("hair loss"), abdominal pain ("abdomen pain"), back pain ("lower back joints") and arthralgia ("joints pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysgeusia, depression, migraine, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, joint swelling, peripheral swelling, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, joint swelling, migraine, pelvic pain, peripheral swelling, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:essure hysteroscopic sterilization (essure 505 study) on the right side 3 coils were within the endometrial cavity. On the left side 2 coils were within the endometrial cavity. In (B)(6) 2014 she presented for preop visits for the essure 505 for permanent contraception. On (B)(6) 2014 essure 505 (discrepant information) hysteroscopic bilateral tubal occlusion procedure was done. Hysteroscopic exam shows symmetric uterine cavity, both tubal ostia visualized. Inner essure coil seen on r but not on left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: indication: essure 505 coil localization. Findings: both essure coils were identified in a single coronal image. Fliuid still present within the endometria! Cavity. Individual images coronal and oblique clearly confirmed optimal location of each essure 505 coil. Concerning the injuries reported in this case ,the following ones were described in patients medical record confirming: menorrhagia lot number: r1314801 manufacturing date: 2013-09 expiration date:2014-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. R1314801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under go confirmation test". The patient's medical history included anemia in 2007, polycystic ovaries, lumbago, depression, hypertriglyceridemia, anxiety, low back pain, multigravida, polycystic ovary, hirsutism, dysmenorrhea, fatigue, obesity, lumbago and hypertriglyceridaemia. Previously administered products included for an unreported indication: metformin hcl, depo-provera, spironolactone, venlafaxine hcl and. Concomitant products included bupivacaine (marcaine), hyoscine (transderm), levonorgestrel (mirena), lidocaine (xylocaine), naproxen and povidone-iodine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), depression ("psychological or psychiatric problems condition: depression / anxiety"), anxiety ("psychological or psychiatric problems condition: depression / anxiety"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), joint swelling ("swollen ankles & legs"), peripheral swelling ("swollen ankles & legs"), alopecia ("hair loss"), abdominal pain ("abdomen pain"), back pain ("lower back joints") and arthralgia ("joints pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysgeusia, depression, migraine, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, joint swelling, peripheral swelling, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, joint swelling, migraine, pelvic pain, peripheral swelling, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:essure hysteroscopic sterilization (essure 505 study) on the right side 3 coils were within the endometrial cavity. On the left side 2 coils were within the endometrial cavity. In (B)(6) 2014 she presented for preop visits for the essure 505 for permanent contraception. On (B)(6) 2014 essure 505 (discrepant information) hysteroscopic bilateral tubal occlusion procedure was done. Hysteroscopic exam shows symmetric uterine cavity, both tubal ostia visualized. Inner essure coil seen on r but not on left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: indication: essure 505 coil localization. Findings: both essure coils were identified in a single coronal image. Fluid still present within the endometria! Cavity. Individual images coronal and oblique clearly confirmed optimal location of each essure 505 coil. Concerning the injuries reported in this case ,the following ones were described in patients medical record confirming: menorrhagia. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received. Case became serious incident, removal details updated. Surgery endometrial ablation was added to event bleeding reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.